Event description:
It was reported that, "dr. (B)(6) was final tightening on pt with mantis redux torque wrench. Dr. (B)(6) was final tightening one screw, at an angle, when the tip broke off from the torque wrench."

Manufacturer narrative:
Method: complaint history analysis, mfg record rev, risk assessment, visual inspection and an instrument from same batch previously underwent fractographic eval. Results: complaint history analysis. Three complaints related to this case. Mfg record rev. No deviations reported, 2nd complaint on this batch for same failure. Risk assessment. No adverse consequences in this case. Visual inspection. Tip confirmed broken, tip returned. Same batch eval. Previous failure was provoked by static stresses. The metal had elevated hardness results, though no correlation was established with the rupture. Conclusion: a CAPA was initiated to identify the root cause and a design and mfg change and were implemented on (B)(6) 2011. Possible causes for tip breakage include the tip not being fully inserted, over-tightening and angulation during tightening.